Manufacturer narrative:
(B)(4). Batch # n5735w. Additional information requested and received: can you please clarify what is meant by "the staples did not come out"? The device was difficult to activate. Did the device lock-out (no staples deployed and no cut line started)? No. Or did the device deliver a cut line, however, did not deliver a staple line? The device delivered a cut line and staples but the staples were unformed. If yes, was the cutline complete? Yes but less clean than usual. Were staples seen in the surgical field, however, were not delivered into tissue? No. If yes, what was the staple formation (unformed, b formed, etc.)? The staples were not properly formed, not b formed but p formed leading to staple line leakage. The analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a gastric bypass procedure, during stomach stapling with echelon flex 60 and a gold cartridge, the staples did not come out leading to a bleeding of the staple line. No blood transfusion required. Hemostasis stitches with assufil 2-0 required. Risk of fistula. There were no adverse consequences for the patient.